Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by the faulty front panel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was rusting in the bottom panel of the evis exera ii xenon light source. The issue was found during maintenance. Inspection and testing of the returned device found front panel led not glowing properly due to faulty front panel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel light emitting diode (led) blinking due to faulty turret unit. Front panel led not glowing properly due to faulty front panel. Air pressure found low due to faulty scope socket. High function not working due to faulty scope socket. Burn and corrosion on lamp base. Dust inside the unit need to clean. Dirt inside the pump tubing. Heavy corrosion on top cover, chassis, and rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.